Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was in the hospital emergency room due to low blood glucose. Customer stated he was attempting to eat his dinner and when his wife got home, she found him passed out and called the paramedics. Blood glucose value at the time of admission is unknown. Blood glucose at the time of the call was 181 mg/dl. The customer also mentioned receiving lost sensor alerts. Customer declined troubleshooting for low blood glucose.